Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to reasonably suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur. The patient did not connect to the reused supplies.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding assistance with an alarm on the home choice (hc) machine. During troubleshooting, the patient stated they changed the cassette three times without changing the bags, which was a breach in the sterile pathway. The patient was reminded when needing to change anything out she should be changing the entire set up. Changing out just one piece was introducing air into the set up and risking herself of an infection. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient and there was no patient injury or medical intervention was reported regarding the event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Additional investigation is being conducted through (B)(4).